Manufacturer narrative:
(B)(4).

Event description:
On 2015-07-31, additional information received from the patient reported that the pump had to be removed because it malfunctioned and caused an infection. On (B)(6) 2015, the patient further reported that they were receiving fentanyl (10,000 mcg/ml) at 3.437 mcg/day, "drop" (0.1 mg/ml) at "0.0180 mg 0.03437 mg per day," "tetra" (4 mg/ml) at "1.0330 mg/day, 0.0719 mg 1.3748 mg/day," and tetracaine (4 mg/ml) 1 cc via an implantable pump. Indications for use additionally included reflex sympathetic dystrophy (rsd)/causalgia. Concomitant medications and pertinent medical history were not reported. On (B)(6) 2013, the patient saw the first healthcare provider (hcp), who was able to refill the pump. On (B)(6) 2013, the patient saw the second hcp, who found that the pump was not taking the medication and they could not refill it (also reported as "malfunctioned ," which was clarified as "the pump wouldn't accept the medication when trying to refill it, and that is what caused the malfunction"); they wanted the patient to go straight to the hospital to have the pump repaired, but they were unable to that day. On (B)(6) 2013, the patient went in and a repair was done. The nature of that repair was not specified; two days afterwards, fluid started leaking out of their abdomen and "things got contaminated." The infection started before removal of the device, when fluid was coming out of their stomach. The patient stated that they got an infection in the operating room. On (B)(6) 2013 (also reported as (B)(6) 2013), the patient had surgery for total system explant. Fluid was "pouring out of their stomach by the cuploads (4 cups per hour)," and was infection; there was a hole where the fluids were coming out of. The patient was hospitalized and "found first infection." The type of infection was unknown. Since explant of the system, the patient had pain. Subsequently, the patient had "infection after infection," they kept having infections, and they did not know why; they went in on them so many times "trying to break up the mass with the roto-rooter thing" and couldn¿t. The dates of the interventions were unknown, but they ended up with 7 surgeries (off and on for five months); they had 4 surgeries in the front and 3 surgeries in the back. On an unknown date, the patient went to see an infectious diseases hcp, who also worked with the hcp doing the back surgeries. As of (B)(6) 2015, there was so much pain that the patient could not concentrate; since they took the pump out "(B)(6) 2013 (also reported as (B)(6) 2013) with the back surgery," it screwed them up so bad that they could hardly even walk because of the pain. The patient no longer had any implanted device or therapy, and they could not get another pump because of the infection. Additional information was requested regarding the nature of the repair done on (B)(6) 2013, the details regarding the infection they got in the operating room, the nature of the infection, testing with regard to the infection, treatment/intervention with regard to the infection, resolution of the infection, and confirmation of the date of system explant. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the health care provider (hcp) was unable to establish telemetry and the patient¿s ¿home office¿ had been unable to do a refill which was why the current hcp was seeing the patient. The hcp was using flouro and confirmed the patient¿s pump had flipped. The hcp was reportedly ¿unable to turn it¿ and was going to go back and ¿try harder¿ to turn it or would take the patient into the operating room. The type of medication being delivered via the device system was note reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10895r41, implanted: (B)(6) 2001: product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).